Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment during system diagnostics. The patient's device was programmed off due to the reported high impedance and patient was referred for x-rays. X-rays were received and evaluated by the manufacturer. The generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. The presence of lead breaks or sharp angles could not be fully assessed due to the scale of the available images. At the moment no interventions have been planned. Patient trauma to the device is suspected but has not been confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.